Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a prime/fill anomaly on the insulin pump. Customer stated that insulin is squirting out during the manual prime process. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer stated that the pump worked all day and when she went to change the reservoir and prime, it was not showing numbers. Customer tried changing the infusion set last night. Customer stated that she was not wearing the pump during priming. Customer was not able to exit the priming sequence and stated that the drive support cap was sticking out. It was explained that the possible cause of the issue was that the force sensor did not detect the reservoir during the seating process. Customer was advised that this problem will only occur during the prime/rewind process. However, the pump may not respond to an occlusion properly. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self test, and the displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the alarm. The pump was received with dog chew marks on the case, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a missing lcd display window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a missing end cap sticker, and a cracked reservoir tube window.